Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had a history of ic and pelvic floor dysfunction, felt bad and was a lot better now due to a manufacturer representative assisting the patient with changing settings. Additional information was received one day later. The patient had a bad night, had trouble providing data, and felt the urge to go, but was unable to void. No further complications were reported/anticipated.